Event description:
Stryker representative reported that the head of a yukon oct spinal system polyaxial screw broke off when the screwdriver detached from the tulip head intra-operatively. The procedure was successfully completed with a 5 minute surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that the screw tulip and the screw head ball was fractured from the screw shank. The fracture surface was seen to be smooth, indicating a brittle fracture. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: screw insertion. After the pedicle pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using a yukon screw inserter. When loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Repeat until all screws are placed. The subject screws have a diameter of 05.0x28 mm which require more torque. Excessive manipulation and off-axis forces may have overloaded the screw housing assemblies, resulting in the failure.

Event description:
Stryker representative reported that the head of a yukon oct spinal system polyaxial screw; size ø5.0x28 mm broke off when the screwdriver detached from the tulip head intra-operatively. The procedure was successfully completed with a 5 minute surgical delay.

Manufacturer narrative:
Correction to d.3.: updated from 'stryker spine- us' to 'k2m, inc.' Additional information: d.4. Lot #.

Event description:
Stryker representative reported that the head of a yukon oct spinal system polyaxial screw; size ø5.0x28 mm broke off when the screwdriver detached from the tulip head intra-operatively. The procedure was successfully completed with a 5 minute surgical delay.